Manufacturer narrative:
Correction: describe event or problem: it was reported that the non-patient end needle of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was "out of the rubber sleeve". This occurred on 3 separate occasions but the date/time and or patient information is unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for the non-patient needle piercing the rubber sleeve with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for non-patient needle piercing the rubber sleeve with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that the non-patient end needle of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was "out of the rubber sleeve". This occurred on 3 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was "out of the rubber sleeve".